Event description:
Patient's mother states the tip of this catheter was cut off and was inserted into her 8 month old son, causing slight bleeding. She contacted the ER and was told what to watch for. The child has not seen a physician for any treatment and the bleeding has subsided.